Event description:
It was reported to philips that the system failed; mechanical movements were not possible on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the 24 volt power supply and f5 fuse and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).